Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving morphine 6 mg for a total dose of 4.4172 mg/day via an implantable pump for degenerative disc disease. It was reported on (B)(6) 2019 the patient reported significant increase in pain starting on (B)(6) 2019 with no precipitating event. It was noted the patient was taking more break through pain medication due to pain. The intrathecal dose was increased. At return visit on (B)(6) 2019 the patient was unable to appreciate any benefit of dose increase. A dye study was scheduled. On (B)(6) 2020 the patient came to the clinic with severe leg pain. On (B)(6) 2020 a dye study was performed with contrast extravasation noted at the intrathecal catheter anchor with extraspinal leakage into the subcutaneous area. No extravasation noted at the proximal pump connector. A catheter fracture was also revealed during the dye study and they were unable to aspirate the catheter. It was unknown what may have led or contributed to the issue. The pump was to be replaced with catheter replacement due to possible intrathecal pump back pressure due to obstruction and elective replacement indicator (eri) less than 2 years. The entire system was explanted/replaced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter break/cut and the clinical diagnosis was increased pain. The patient's status at time of report was alive- no injury. The patient's medical history was asked but unknown. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.

Manufacturer narrative:
H6: all previously reported conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. The catheter was returned, and analysis found no significant anomaly (anchor damaged at explant). If information is provided in the future, a supplemental report will be issued.